Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (0.5 mg/ml at 0.1286 mg/day) via an implantable pump. It was reported that the patient felt like they didn't notice a difference in relief after an increase in dosing.  A catheter access port study was attempted at the healthcare provider (hcp) clinic but the catheter was unable to be aspirated. The patient was scheduled for a catheter revision and today the hcp removed the old 8780 and implanted a new 8780 with the catheter tip at t10. Once the new catheter was implanted and connected to the pump, it aspirated successfully. The issue was resolved. The patient's concentration of dilaudid stayed the same but their daily dose was reduced to 0.024 mg/ml simple continuous.